Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): lnq11 icm, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture and undersensing. The rv lead was explanted and replaced. The first replacement rv lead implant was unsuccessful because the lead helix was extended without being deployed and the helix could not be retracted. That rv lead was also explanted and replaced. No patient complications have been reported as a result of this event.